Event description:
On (B)(6) 2013, we became aware of an event where the customer reported that on the previous day the technician set up their compounder with zinc on the wrong port. The customer reported that six neonatal bags were pumped and administered to the patients. The neonatologist on duty was immediately notified, who made the clinical decision not to remake the bags: no adverse event occurred nor medical intervention was reported.

Manufacturer narrative:
The em2400 compounder is an automated compounding device (acd) that streamlines multi-source mixing applications for pharmacies. Our investigation has shown that the em2400 compounder operated as intended, but the technician incorrectly set up the pump and the co-signing pharmacist did not properly check each of the lines. The compounder's mix check reports (mix check reports report information including the expected bag weight, measured bag weight, ordered ingredients and volumes, manual additions that are required for the specific order, and any error encountered during the pumping of the bag) were reviewed and it was determined that a significant portion of these reports report bubbles detected, which were overridden by the technician. The customer admitted that the technician set the compounder up incorrectly (zinc was on the incorrect port) and the co-signing pharmacist failed to properly check each of the lines during the compounder set up. Technical support instructed the customer that during the setup, the technicians must utilize the itasl method (identify, touch, attach, spike, hang, label), and that the co-signing pharmacist must check each ingredient and its placement - the customer stated that he will retrain the staff. Evaluation method: actual device not evaluated. Result : device performed according to specifications. Conclusion: device operated according to specifications; no device failure; user error caused event. Device not returned to manufacturer.